Event description:
The customer reported an uncontained fluid leak of approximately five (5) ml from the right side of the coulter lh 750 hematology analyzer. The fluid leak consisted of consisting of diluent, blood and clenz mixture. There was no report of injuries, erroneous results, direct physical contact with the leak, or change to patient treatment in connection with this event. The customer was wearing personal protective equipment consisting of gloves and laboratory coat when the leak occurred.

Manufacturer narrative:
Service was not dispatched. The customer found a hole in tubing at pinch valve vl53b. The customer was able to replace the tubing at vl53b and the instrument ran without any leaks. (B)(4).